Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set was not inserted correctly. He said that he was trying to insert the infusion set into his body and after being unsuccessful, he noticed that his blood glucose started to spike. The customer's blood glucose was 401 mg/dl. He declined troubleshooting for high blood glucose. The insulin pump will not will be returning for analysis. The infusion set will be returning for analysis.